Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem. The fse confirmed that the personality module surgeon console (pmsc) could not transmit video. The fse informed the customer of the finding, but the customer declined to replace the pmsc. The fse reviewed the system log and found no critical errors. A review of the procedure log with the information provided resulted in no additional information. The system logs were reviewed/analyzed as part of the fse¿s investigation. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to another da vinci surgical system. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called in to report that there was no video image on their external device. The external device was connected to the surgeon side console (ssc) personality module surgeon console (pmsc) right eye port. The customer had rebooted the system and replaced the digital video interface (dvi) cable with no change. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed with the customer that the video output was selected under dvi mode. The customer reported that the issue also occurred when they connected their external device to the vision side cart (vsc) personality module audio / video (pmav). The customer tried to connect to the other ssc pmsc right eye port, and the external device was working fine. The tse attempted to review the system error log with the customer, but the customer was unable to perform troubleshooting at the time of the call. The site continued with the procedure. There was no reported injury. On 15-jun-2022, isi performed follow-up and obtained the following additional information regarding the reported event: system functionality was reportedly checked prior to use, and no issue/error was noted. The site continued the procedure with the second ssc. The procedure was converted to another da vinci surgical system.